Event description:
2 weeks post treatment, patient experienced known common symptoms. 4 weeks post treatment(since last week), patient has been experiencing sensitivity including pain and burning sensation on rt arm & 3, 4, 5th rt fingers. Patient feels burning sensation when her fingers touch water and severe sensitivity on rt arm when she even touch clothes. Patient also described those symptoms interfere with her daily activities. Patient wanted to visit local clinic in (B)(6) to get some medicine as symptoms interfere with her daily activities. Dr. (B)(6) recommended to get neuropathy medicines such as gabapentin or pregabalin.